Event description:
Reported false negative sars result for 1 patient. It is unknown if the patient was symptomatic. It is unknown if the result was confirmed. Confirmation method(s) not provided. The customer communicated that they did not let the sample incubate for 15 minutes (off-label use).

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.